Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery tests. There was no button error alarm noted. There was intermittent button response due to moisture damage keypad trace. The unit had minor scratched lcd window, cracked case near display window corners, battery tube threads, belt clip slot, and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer took the battery to clear the alarm, but the insulin pump later continued to alarm button error. The customer's blood glucose was 354 mg/dl. The customer stated that she was going to treat herself with a manual injection. The customer stated that she experienced high blood glucose levels for three days and did not know why. The customer was unable to troubleshoot for high blood glucose levels due to the alarm. Troubleshooting was done for the alarm. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.